Event description:
Care fusion voluntarily recalled 43 lot of alaris smart site caps for issues of cap unintentionally disconnecting. We have removed the said lots and have had repeated issues (11) since december that are different: blue spring remaining depressed-fluid leaking and collecting in the chamber allowing fluid outside the fluid pathway thus increasing the potential for blood loss and risk of infection. This is prevalent in both single packaged caps #(B)(4) as well as the cap change kits from centurion. These caps are of various lots and not all lots are identifiable at this time.